Event description:
It was reported that noise and oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve this event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that the device was experiencing oversensing, so the device was reprogrammed to resolve the event. The patient was stable.